Event description:
The hub of the cypher stent leaked during use in the patient. There was no patient injury. Affiliate indicated that the hub was cracked. No anomalies were noted when the device was taken out of the package. The device was not resterilized. The device was not pulled from the packaging by the hub. The device was prepped according to IFU. No difficulty was encountered while flushing the sds. No difficulty was encountered connecting the hub to the abbott indeflator. The target lesion was the lad. The lesion was not calcified or tortuous.

Manufacturer narrative:
This device (B)(4) is distributed outside the united states; however, it is similar to the united states product cxs 18250. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.